Event description:
During vitreous surgery the fgx pump suddenly stopped air pumping leading to sudden decompression with suprachoroidal hemorrhage. The air pump needed replacement then. However, the machine has malfunctioned again. Co is not providing proper post sales svc and is not taking responsibility.